Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient woke up with a blood glucose level of 180 mmol/l. The infusion device displayed e6 (mechanical error). The patient changed the infusion set and the e6 message was cleared. The patient programmed several boluses and changed the infusion set multiple times, but his blood glucose level continued to elevated. He stated that when changing the cannula he noticed blood in the old cannula. The patient's blood glucose reached 33 mmol/l and he went to the hospital. A nurse at the hospital saw that while programming a bolus on the patient's infusion device no insulin came out of the end of the infusion set. The patient was treated with insulin from the hospital's infusion device. The infusion device was requested to be returned for product evaluation.